Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Customer declined follow up from tandem technical support. No additional information was provided.